Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders and a counterfeit top case was used on the pump. A review of the event history log identified syringe flange not in place. During functional testing using the syringe test and diagnostic check the reported issue of syringe flange not in place was duplicated. Optocoupler is worn out and no longer operates properly due to normal wear. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. No repairs were performed the pump was scrapped. D4 (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a check syringe sensor error. No patient injury was reported.